Event description:
On (B)(6) 2014, a 23mm trifecta valve was implanted. The annulus was sized with a sjm sizer and implanted with everting mattress suturing with pledgets. On (B)(6) 2018, re-do avr was performed and the (B)(6) valve was explanted due to leaflet tear. Upon explant, the tear was noted from the rcc through the ncc nadir and the leaflet became detached halfway from the stent. Per report, the leaflet and cuff became damaged during explant and the leaflet might have been perforated during this time. A 19mm on-x mechanical heart valve was implanted. The patient was reported stable. The patient has a medical history of atrial fibrillation, hypertension, coronary artery disease, copd, and coronary artery bypass.

Manufacturer narrative:
The reported event of a torn leaflet was confirmed. Gross morphological and histopathological examination revealed tears on all three leaflets. Leaflet 2 contained a perforation with missing tissue. Fibrous thickening was also observed on leaflet 3. No acute inflammations were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown; however, information from the field indicated the patient had a history of ¿atrial fibrillation, hypertension, coronary artery disease, copd, and coronary artery bypass.¿